Event description:
It was reported that during the implant procedure, the lead did not capture the atrium while being positioned. Furthermore, the helix mechanism failed to deploy correctly. Ultimately, the physician decided to implant a single-chamber device. There were no reported adverse effects on the patient. Due to hospital policy, the return of this lead is not anticipated.